Event description:
(B)(4) has received an attorney letter from (B)(6), alleging an incident involving a suction cup grab bar allegedly imported and distributed by (B)(4). It is alleged that the claimant was attempting to bathe himself with assistance of the grab bar when the grab bar fell causing him to slip and fall resulting in three (3) broken ribs and a punctured lung. This MDR report is based on the information provided by the claimant's attorney.